Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon 5 x 9 ps insert, cat # unknown, lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that the patient's left knee was revised due to pain. Surgeon reported the cause of pain was due to the tibial baseplate overhanging the patient's tibia. Surgeon decided to ground down the baseplate and insert in situ after being told doing so would be off-label. Rep can provide some event-related pictures, and confirmed that no further information will be released by the hospital or surgeon.